Event description:
It was reported that during a wedge resection, the staples were malformed and there was bleeding from the stump of the blood vessel. Additional suture was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.